Event description:
The customer reported discordant, (B)(6) results ((B)(6) s/c) obtained from a single patient sample using (B)(6) reagent on a vitros 3600 system, compared to (B)(6) result obtained from a non-vitros method (result not provided) and a (B)(6) total result ((B)(6) s/c). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant, (B)(6) patient result was reported outside of the laboratory; however, it is unknown if any action was taken by the physician following the reporting of the results. The customer stated that no corrected report was sent to the physician. (B)(4).

Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from a single patient sample processed on the vitros 3600 immunodiagnostic system. The assignable cause for the event could not be determined, however, an unknown sample interferent or an analyzer related event cannot be ruled out as a contributing factor. Relevant analyzer intellichecks that covered the timeframe of the event were not available from e-connectivity, however, vitros anti-hav igm quality control results demonstrated that the vitros 3600 system was operating as expected. Analysis of all vitros anti-hav igm lot 2960 complaints found no additional related complaints had been received.